Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of needle knife break. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (biopsy forceps). Block h11: investigation results the returned rx needle knife xl was analyzed, and a visual and microscopic inspection found that the needle was blackened and broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the needle (wire) was broken and blackened. Based on this condition, it can be determined that current was applied to the device, it is likely that the technique used, the patient anatomy, interaction with the scope or additional devices have contributed to the broken wire. It was also mentioned that needle was wedged into the tissue and had to be removed using a biopsy forceps. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the physician used the device in an attempt access into the biliary system. The nurse exposed the needle by opening the handle and the physician proceeded to cut into the papillae to gain access. The nurse was asked to retract the needle so that the catheter could be repositioned, and it was noticed on endoscopic view that the needle was dislodged from the catheter and got left behind in the papillae. The needle was wedged into the tissue and had to be removed using a biopsy forceps. A new rx needle knife xl was opened to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the physician used the device in an attempt access into the biliary system. The nurse exposed the needle by opening the handle and the physician proceeded to cut into the papillae to gain access. The nurse was asked to retract the needle so that the catheter could be repositioned, and it was noticed on endoscopic view that the needle was dislodged from the catheter and got left behind in the papillae. The needle was wedged into the tissue and had to be removed using a biopsy forceps. A new rx needle knife xl was opened to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of needle knife break. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (biopsy forceps).